Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note, any cracks in or around the reservoir tube lip or in the retainer ring. Did not note, any cracks in the battery tube or in the battery threads. The pump was received, without a battery cap. The pump passed, the displacement, sleep current measurement, active current measurement and self tests. No unexpected blank displays and no unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿ or "power loss" errors were noted, during testing. Also, no unexpected pump error 49s, 23s or unexpected restarts were noted, either. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted, during testing in the adapt tool or in the power management graph. The adapt tool lists the following, battery related alerts/alarms around the event date: 73=change battery occurred on (B)(6) 2024 @ 05:41:00 & 05:49:06, 58=failed battery test. Multiple occurrences on (B)(6) 2024 from 05:44:19 to 05:49:12. The adapt tool does not list any pump errors, that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies and the motor inside the pump. In summary, the customer¿s report of change battery alerts and a blank display both were not confirmed, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, blank display, pump error 23, pump error 49. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hrs before replace battery alert. Customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.